Event description:
It initially was reported that the implantable neurostimulator was routinely replaced and that the patient had normal impedance measurements and good therapy coming into the procedure. It later was indicated by the health care professional that the ins had high impedance measurements. The new ins had high impedance but the patient continued to received benefit from the ins and no changes were made. Additional information has been requested, a follow-up report will be sent when additional information becomes available. See MFR #3007566237-2010-10604 and 3007566237-2010-10605 regarding issues related to the new devices. See MFR #3004209178-2011-05616 regarding the patient's other ins.

Manufacturer narrative:
(B)(4).